Event description:
The customer reported via phone call that the insulin pump sustained physical damage after a branch had fallen on the device. The customer stated that the branch shattered the inside of the insulin pump's screen. The customer's blood glucose was 210 mg/dl. The customer stated that the device was cracked inside the screen, causing the screen to be illegible. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The unit was received with a cracked and bleeding liquid crystal display glass. The insulin pump was received with a cracked case at the liquid crystal display window corners, cracked battery tube threads and cracked end cap. The unit was also received with a minor scratched liquid crystal display window.